Event description:
The physician has assessed the cause of the increased seizures to be due to low battery and medication non-compliance. The increase rose to pre-vns base line levels and intervention was taken by referral for battery replacement. Implant card was received indicating that patient had a prophylactic battery replacement. A historical data analysis was previously initiated to investigate reports of patients exhibiting symptoms typically associated with generator end-of-service prior to actual/confirmed end of service. The limited investigation criteria has been met for, therefore, it is concluded that patient physiology contributed to the event. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient is experiencing an increase in seizures. The father of the patient wishes to proceed with a battery replacement but the mental health hospital that the patient currently is inpatient will not allow any surgeries until discharge. Further information was received from the provider on file who stated they had not seen the patient in over 2 years. They gave the names of who had most recently seen the patient. No other relevant information has been received to date.